Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had an error alarm during the manual prime. Customer attempted to rewind the pump, however continued to receive the error alarm. Drive support cap was noted to be sticking out. Customer's blood glucose reading at the time of the call was 132 mg/dl. Customer was advised to revert to a back up plan and the insulin pump is being returned.